Event description:
It was reported that the patient presented for follow up with recorded episodes of inappropriate automatic mode switch (ams). The episodes were attributed to intermittent atrial sensing and competitive atrial pacing (cap). No patient symptoms were reported. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Correction: upon review, the pulse implantable cardioverter defibrillator (ICD) should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction or cause a serious adverse event.